Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the base/and or pipe light is broken. Based on the visual exam, the reported complaint was confirmed. A CAPA was opened to address the breakage issue. A conclusion code could not be found.

Event description:
Customer complaint as reported alleges that the miller 3 blade was found to be "damaged" when stocking their crash carts. Customer submitted a photo with the complaint which depicts what appears to be an unpackaged device and broken pieces of materials. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer at the time of this report. However the investigation of said device is still in progress. The investigation into this complaint is still in progress.

Event description:
Customer complaint as reported alleges that the miller 3 blade was found to be "damaged" when stocking their crash carts. Customer submitted a photo with the complaint which depicts what appears to be an unpackaged device and broken pieces of materials. There was no report of patient involvement.